Event description:
In the process of doing a dialysis access declot procedure, the balloon piece from a fogarty catheter was pulled off in situ and traveled most likely to the lungs. At the time of the event, the fogarty balloon was being pulled from the arterial anastomosis into the venous limb. This is the typical action for this type of procedure. After the balloon came off, repeat angiograms were done back centrally to see if the balloon was lodged in the venous system. The balloon was not seen. No acute problems were noted with the patient immediately after this happened.